Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps device was used during a vitrectomy surgery which deposited a metal chip on the patient's iris that was retained inside of the eye and subsequently removed during a secondary procedure. Additional information has been requested.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The received forceps sample was found in the opened original packaging with cover foil. The complained metal piece was not in the later received gauze. The device history record for the suspected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was functionally and visually investigated after cleaning with the aid of a photomicroscope with various magnifications. The instrument worked well and did not show signs regarding lost material like broken or sharp edges. To investigate the instrument in more detail, the insert was taken out of the instrument and investigated. No edge or surfaces showed any signs of lost material. The customer¿s complaint was not confirmed. It was found that the sample meets the specification. A possible root cause could not be determined because the sample meets the specification. No further actions will be issued. The manufacturer internal reference number is: (B)(4).